Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain and discomfort at the ipg site due to a non device related weight fluctuation. The patient underwent an explant procedure wherein only the ipg was explanted. The patient was doing well postoperatively and explanted ipg will not be returned.